Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. To address the issue, the customer resumed delivery. Blood glucose level was in the 500's (mg/dl), and was addressed by a correction bolus.